Event description:
Customer noticed that planned and the actual ssd do not match in eclipse. No pt injury reported, and no pt data provided.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for pt treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs treated distance. A product notification letter was sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No f/u reports are anticipated. (B)(4).